Manufacturer narrative:
As a result of corrective action cp13002, potential adverse events are being reevaluated based on an interpretation change for the reporting requirements for burs. Therefore, this MDR exceeds the 30 day reporting requirement.

Event description:
On 08/30/2010, a neurotherm employee received a call from the facility reporting a pt was burned at grounding pad location on (B)(6) 2010. Facility was contacted numerous times from 08/30/2010 to 09/08/2010. A neurotherm employee spoke with facility on the phone and asked how many times the grounding pad had been used. The facility responded that they were not sure. The neurotherm employee then asked if the facility reuses grounding pads. The facility responded that they sometimes do reuse the grounding pad. The neurotherm employee explained the grounding pads are designed to only be used once and that the reuse can lead to grounding pad burns. On 09/28/2010, facility was contacted on returning the generator for further investigation. On 11/23/2010, the facility still had not returned generator for investigation but reported they had stopped reusing grounding pads. (B)(4).